Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated resulting in a burn to the patient. It should be noted that per information received, it was a first degree burn that did not require any additional treatment which is why we do not consider this a serious injury.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: coagulation mode was blocked. Probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated resulting in a burn to the patient. It should be noted that per information received, it was a first degree burn that did not require any additional treatment which is why we do not consider this a serious injury.